Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿. However, a specific bg value was not provided. Manual insulin injections were administered to address bg level.